Event description:
It was reported that during the procedure, the fiber tip was broken after a short amount of time lasing. The procedure was completed with another fiber and no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The device was received in one piece with no defects on fiber body. Microscopic analysis of the returned fiber identified that the fiber tip was broken. The aiming beam was bright and distorted due to tip breakage. The complaint was confirmed. A fiber break can occur during procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break. The IFU states, care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during the procedure, the fiber tip was broken after a short amount of time lasing. The procedure was completed with another fiber and no patient complications reported.